Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2014 with the following findings: the battery cap was not returned with the pump, so all testing was completed with a test battery cap. The test cap was unable to fully tighten. The battery compartment threads were damaged and the compartment was cracked. There was one unexplainable pump reboot observed in the black box history. The pump was exercised for 24 hours with no reboots, no loss of power and no call service alarms duplicated. There was no evidence of moisture or loose components inside the pump when the case was removed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the pump was experiencing an intermittent power issue and that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.